Manufacturer narrative:
A supplemental report will be upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit is shown operating errors.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site postal code - 7000-821), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, fse replaced battery, sealed lead acid,12v and tubing, regulator. All functional and safety checks performed to meet factory specifications. Unit cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit is leaking helium located in the filter/restrictor at the outlet of the helium pressure reducer and the batteries without autonomy.